Manufacturer narrative:
Product not yet returned for analysis. Investigation in process but not yet complete.

Event description:
Head of surgery, reported via sales rep that the device broke. The surgeon was able to finish the operation with another device. There were no consequences.